Event description:
A user facility medwatch report was received on 5/31/07. 2007, was given as the date when, during an attempted stent assisted coil embolization of a "large, multilobed left wide neck postero-inferior cerebellar artery aneurysm (pica) with underlying narrowing of the origin of the pica... A pin-hole rupture of the... Calcification at the base...origin of the pica...resulted.. When the delivery system hit the plaque...encountering significant resistance... Successful temporary balloon occlusion with spontaneous stasis of the leak was obtained... Balloon and stent assisted coil embolization were terminated (stent not deployed)." The pt reportedly re-bled at an undisclosed time and expired of an undisclosed cause in 2007. Although requested, additional info was not provided by the user facility.

Manufacturer narrative:
The device in question will not be returned to the MFR because it was disposed. A device history record (DHR) review and similar complaint trend review were completed as part of the device eval. The DHR review found no issues or discrepancies, confirming that this device met all required spec. The similar complaint trend review revealed that no other complaints on this batch have been reported. While similar complaints were found in a review across the product family, reviews of the trends and numbers are within the designated action limits as prescribed by the device risk mgmt documentation. A review of the device label showed no impact or connection to the reported event. Per the reported event description: "the neuroform 3.5x20 mm device encountered significant resistance of the delivery passing into the pica due to calcification at the base." Per the device directions for use: "if excessive resistance is encountered during the use of the neuroform microdelivery stent system or any of its components at any time during the procedure, discontinue use of the system. Movement of the system against resistance may result in damage to the vessel or a system component." Based on the info known at this time, boston scientific acknowledges the occurrence of the adverse event. Boston scientific cannot conclusively determine the cause of the user's experience. No conclusion can be drawn.